Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation - both), difficult or delayed activation (clip deployment), or difficult or delayed positioning (anatomy). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy) is related to procedural conditions (gripper caught on chordae during deployment). Causes for the reported difficult gripper actuation and difficult or delayed clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. During deployment of second mitraclip, gripper got caught in the chordae. Troubleshooting was performed and another gripper got stuck in posterior chordae. The grippers were free after performing standard troubleshooting. The actuator knob was able to turn but the clip was unable to release. The grippers were able to lower and the leaflets were captured in the clip and was deployed successfully. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6)2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. During deployment of second mitraclip, gripper got caught in the chordae. Troubleshooting was performed and another gripper got stuck in posterior chordae. The grippers were free after performing standard troubleshooting. The actuator knob was able to turn but the clip was unable to release. The grippers were able to lower and the leaflets were captured in the clip and was deployed successfully. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.